Event description:
Information was received that a smiths medical set, administration, intravascular leaked. No patient involvement.

Manufacturer narrative:
One cassette was returned from the user facility. The sample was found to be in used condition. A leak test was performed and a leak was detected in the ay bag, specifically located in top corner near pump tube connection in cassette line, production performs a 100% in-process leak test is performed during the manufacturing of the cassette assembly. In magnus line, quality takes one (1) bag in order to perform a 6 psi bubble test for the detection of leakage, at the start up, the beginning of lot and after a break of 30 min. In magnus and cassette lines, quality verifies that the leak tests are properly performed. The customer reported: "cassette leaked. Leak did not occur while on a patient." The most probable root cause is, that cassette with tube cut during leak test operation was not properly segregated. It was confirmed that manufacturing processes were audited and unable to replicated the issue. No cause could be established for the customer's reported issue outside of the most probable cause listed.